Manufacturer narrative:
The review of provided data confirmed the reported issue: atrial and ventricular oversensing are present in the data provided and ventricular oversensing triggered pacing inhibition. The system teo dr s/n (B)(6) and the vega leads r52 s/n (B)(6) and r58 s/n (B)(6) were implanted on (B)(6) 2022. The manufacturing processes as well as the device history records show that the leads have been manufactured and delivered to the field following all applicable procedures. The investigation of the data provided from 8 april 2025 shows normal electrical values despite a bit higher v pacing threshold. Several episodes of simultaneous atrial and ventricular oversensing were recorded, some with ventricular pacing inhibition, some without ventricular pacing inhibition. Some oversensing episodes show that atrial and ventricular oversensing occur at the same time. The atrial and ventricular oversensing are from non-physiological origin. The most probable cause of both oversensing is an insulation failure generated by a lead-to-lead abrasion. The subject leads were returned damaged and cut. It was not possible to identify the leads with certainty. The leads were returned with missing sections of outer tube and outer coil. Electrical tests could not be performed due to the status of the lead at reception. Based on the status the leads were received, no hypothesis can be drawn to explain the reported issue. No further investigation could be done on the subject leads. This case is retained and utilized for trending purposes.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement of a new system.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement of a new system.

Manufacturer narrative:
The review of provided data confirmed the reported issue: atrial and ventricular oversensing are present in the data provided and ventricular oversensing triggered pacing inhibition. The system teo dr sn (B)(6) and the vega leads r52 sn (B)(6) and r58 sn (B)(6) were implanted on (B)(6) 2022. The manufacturing processes as well as the device history records show that the device and the leads have been manufactured and delivered to the field following all applicable procedures. The investigation of the data provided from 8 april 2025 shows normal electrical values despite a bit higher v pacing threshold. Several episodes of simultaneous atrial and ventricular oversensing were recorded, some with ventricular pacing inhibition, some without ventricular pacing inhibition. Some oversensing episodes show that atrial and ventricular oversensing occur at the same time. The atrial and ventricular oversensing are from non-physiological origin. The most probable cause of both oversensing is an insulation failure generated by a lead-to-lead abrasion. The leads are not yet investigated. Once the investigations are performed, a final report will be provided. The subject teo pacemaker presents normal functioning and insulation failure/lead-to-lead abrasion is highly suspected for both the subject vega r52 lead and the subject vega r58 lead. No malfunction is suspected on the subject teo dr device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, ventricular oversensing was initially noted and then atrial oversensing occurred. The patient complained of dizziness, being pacemaker dependent. Therefore, the center opted for the total removal of the system and replacement of a new system.